Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the doctor used a narrow 18cm and had to stack 3cm plus 1cm because the patient measured 22cm. Because the doctor used 4cm of rte, he needed to cut the pump off and reconnect because there was too much tubing. There was no issue with the patient or the case.